Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was electively explanted due to upgrading. In addition, this defibrillation lead exhibited high thresholds and intermittant capture. This right atrial transvenous lead was noted to have blood in the lumen.